Event description:
The customer reported the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The print circuit board was diagnosed as being broken. The parts for this system are no longer available, therefore, this system is not repairable.